Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as the patient disconnected from the set and then reconnected after during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain five of five in peritoneal dialysis. The patient was not connected at the time of the alarm. The patient disconnected from the set without using proper procedures and the homechoice alarmed system error 2240. The patient then reconnected. The technical service representative explained the alarm, and reviewed proper procedures with the patient. The patient will discard supplies and drain using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.